Event description:
The account alleged the calf support broke off while the pt was in delivery.

Manufacturer narrative:
The hill-rom field investigation indicated the calf support shell (former) broke away from the calf support arm mount. The account stated no incident report was written and they could not remember if the calf supports were in use at the time the shell fell from the calf support arm. The calf support shell has been returned to hill-rom. Analysis is pending.